Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a failed battery alarm. Troubleshooting was performed and after battery change customer received battery failed alarm. No harm requiring medical intervention was reported. The customer will discontinue the use of the device.

Manufacturer narrative:
Retainer ring = black. Pump case = ngp. Patient returned pump for an alleged failed battery test observed on (B)(6) 2022. Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Successfully downloaded history files and traces using thus before blank display anomaly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range; however, unloaded voltage (ul vlith) and loaded voltage (loaded vlith) drop in severity confirming a pump error 25 due to a loosely connected j6/pcba 1 connector resistance. Unable to generate a second power management graph due blank display anomaly. No failed battery tests were found in the initial history files on or near the event date. Pump error 25 was found in the history files on 22-oct-2022 at 14:00:00.00. Pump was cut open to perform visual inspection and found the battery tube has shifted preventing the battery from making contact. Battery tube was realigned and powered up successfully. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, pillowing keypad overlay, battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), broken belt clip rails, label damage (peeling, faded), other (missing battery tube bumper). Blank display was confirmed during analysis due to misaligned battery tube. Unable to download confirmed due to blank display anomaly. Pump error 25 confirmed due to connector resistance issue with the j6 connector on pcba 1. Unable to confirm failed battery test due to blank display anomaly. Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the insulin pump was returned for analysis.